Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump's buttons were unresponsive. The buttons were very hard to press. The customer was hospitalized on (B)(6) 2016 due to a low blood glucose level of 44 mg/dl. The customer treated his low blood glucose level with juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification, and passed the functional testing. However, the pump was received with intermittent esc, act, express button, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.